Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient came to consultation with loss of therapy from the scs system. Upon system impedance measurement the lead showed high impedance for multiple lead contacts. The lead was successfully explanted and a new lead was implanted without complications. Postoperative, the patient's stimulation therapy was turned on and the patient reported receiving adequate pain relief again.